Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02721. It was reported that the patient presented remotely. Review of the transmission revealed stored episodes of noise reversion and high ventricular rate. It was believed that episodes resembled ventricular lead noise.

Event description:
Additional information reported that the patient presented to clinic, where interrogation of the pacemaker revealed that there was continued noise seen on the ventricular channel. The noise was oversensed and caused inhibition of pacing. The noise was replicable with pocket manipulation. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
The reported event of lead noise was confirmed. A complete lead was returned in one piece measuring 58.7 cm. An external insulation abrasion exposing the outer coil was noted at 16.8 to 17.0 cm from the connector pin. The abrasion was consistent with friction to the device can. The cause of the reported event was isolated to the insulation abrasion found on the lead. All other damage found was sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information: the patient's right ventricular lead was explanted and replaced. During the procedure, the patient's pacemaker had temporarily suspended the use of radio frequency high speed telemetry. As result, the telemetry was slow and the capture threshold tests were difficult to perform. The patient was in stable condition throughout.